Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced inserting this right ventricular (rv) lead into the header of this pacemaker. High out of range pacing impedance measurements were observed. The lead was removed from the device header and reinserted. Acceptable measurements were then observed and the implant procedure was successfully completed. No adverse patient effects were reported.